Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD) for atrial fibrillation (af) with rapid ventricular response. The programmed settings were reviewed and the patient has an av node ablation surgery soon. The ICD remains in use. No further patient complications have been reported as a result of this event.